Event description:
It was reported that the insulin pump alarmed motor error following a bolus delivery. It was reported that the insulin pump alarmed no delivery. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the displacement, rewind and basic occlusion tests. No motor error alarms were noted. The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. The motor was tested outside of the device and it passed. The pump had cracked battery tube threads and a cracked reservoir tube lip.